Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage)

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the ccd driver pcb fluid damage, electrical connector fluid damage, eog valve leaky. Based on the result, we concluded that ccd driver pcb fluid damage was caused due to the eog valve leaky; however, other failurres are not related to the alleged complaint.